Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the device has a red x displayed. There was no patient or user involvement.